Event description:
It was reported that upon deployment, the subject guidewire had flown and retrieved using a snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 - gtin - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the guidewire ptfe (polytetrafluoroethylene) coating was seen to be peeling roughly 36cm from the proximal end. The guidewire was fractured along the nitinol tubing with the core wire exposed roughly 196cm. A functional inspection was not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the guidewire has flown and retrieved using a snare and no additional information was provided by the customer. During analysis, the guidewire ptfe coating was seen to be peeling roughly 36cm from the proximal end. The guidewire was fractured along the nitinol tubing with the core wire exposed roughly 196cm. Based on the characteristics of the ptfe peeling, it is probable that the observed condition may be consistent with interaction with the torque device, either during manipulation in use or during removal of the torque device. An assignable cause of handling damage will be assigned to the analyzed 'guidewire ptfe coating peeling' as this complaint appears to be associated with handling of the product or portion of the product during the procedure / upon removal of the product from the packaging / preparation of the product prior to use. It is probable that the guidewire fracture occurred as a result of repeated rotation or excessive manipulation during advancement. Additionally, anatomical factors such as vessel tortuosity may have contributed to increased stress on the guidewire during introduction, potentially leading to the observed damage. An assignable cause of procedural factors will be assigned to the reported and analyzed code 'guidewire b broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that upon deployment, the subject guidewire had flown and retrieved using a snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information is available.